Event description:
It was reported to philips that the system gave an alert indicating the shutters were unavailable, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing the vascular procedure. The procedure was aborted, and the patient has been rebooked. It was reported to philips that the shutters were unavailable and then wouldn't be exposed at all when depressing the footswitch. Upon troubleshooting, the remote service engineer (rse) checked the system logfile remotely and found multiple collimator errors after multiple reboots and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the collimator was found to be failing its boot-up self-test, along with the wedge. To resolve the issue, the fse replaced the collimator. The defective part was sent for analysis, for collimator malfunction was observed and the failure was found to be a wedge jam. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.